Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) the centrifugal pump lost power. As mitigation the manual pump was hand cranked until an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, the issue could not be replicated. The field service representative (fsr) could not duplicate the reported complaint. The centrifugal control unit (ccu) was replaced. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the ccu to lab use only (luo) testing equipment. The ccu ran for 168 hours passing all testing. During that time it controlled the luo central control monitor (ccm) with a water loop connected and the pump did not lose power. It was determined that the ccu met specification. Per data log review: on (B)(6) 2022, a perfusion screen was opened at 7:00:15 am. The pump was started at 07:06:17 am and stopped at 10:03:14 am. The pump was started at 10:04:53 am and stopped at 10:49:56 am. The pump was started again at 10:53:02 am and stopped at 10:54:56 am. The pump was started again at 10:55:43 am and stopped six seconds later. It is possible that the display was off on the pump causing the user to think it was not powered on. The motor was disconnected/connected at 10:56 am and disconnected again and logging stopped at 10:58:34 am. The pump was not powered again until 01:07:06 pm. A perfusion screen was opened and logging stopped again at 01:10:27 pm. The pump was powered up again at 01:11:37 pm and the ccm was shut down at 01:13:47 pm. Most likely only the display was lost on the pump but the log cannot confirm that. The log does not indicate the user was likely having issues with the pump. During testing of the device at the service center, the service repair technician (srt) also could not duplicate the issue. The unit passed verification and release testing and preventive maintenance was performed. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the pump lost power, referring to the centrifugal control unit (ccu). They had to hand crank while the unit was changed out, with no delay, no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.